Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving gablofen (500 mcg/ml, 125 mcg/day) via intrathecal drug delivery pump for intractable spasticity and other spasticity. It was reported that the patient had increased spasticity and the hcp was not able to withdraw from the catheter in a dye study 1 week prior. There were no known environmental, external or patient factors that may have led or contributed to the issue. The pump pocket was opened and 3 ml withdrawn from the catheter access port with no problem. The gablofen in the pump matched the programmer at 13.9 ml. A portion of the pump segment (8780) had a frayed part of catheter, which would be sent back for analysis. No leak was found. The pump segment was replaced. The patient status was "alive - no injury" and the issue was resolved at the time of this report. No further complications were reported.